Event description:
Stryker howmedica total hip replacement. Cause- broken bones=severe pain requiring revision to relieve pain and stability. Dates of use: 2003 -- 2009. Diagnosis or reason for use: osteoarthritis.